Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, gel leak. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered bilateral breast capsular contractures; baker grade iii and bilateral breast implant gel bleeds, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3507300mc lot: 7686720 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 3507300mc lot: 7571463 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 17, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation, some anomalies on anterior view were observed on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within one of the creases measuring approximately 0.4 cm. Gel bleed was not observed. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot 5629940 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).